Manufacturer narrative:
The investigation is not complete.

Event description:
The customer contact reported the device was inoperative, but provided no additional information. Visual inspection of the device did not indicate any problems, but it was reported that the pole clamp was difficult to turn. The pump did not turn on when connected to ac power or dc power, and the ac power indicator light was not lit. This does not indicate a reportable event. However, during preliminary testing, the power supply was found to be burnt, which affected the cpu and keypad. There was no reported patient involvement and no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device does not turn on when connected to ac power. An inspection found burnt power supply, which affected the central processing unit (cpu) and keypad, and evidence of fluid spillage inside the device. The probable cause was due to fluid spillage inside the device.

Event description:
The customer contact reported the device was inoperative, but provided no additional information. Visual inspection of the device did not indicate any problems, but it was reported that the pole clamp was difficult to turn. The pump did not turn on when connected to ac power or dc power, and the ac power indicator light was not lit. This does not indicate a reportable event. However, during preliminary testing, the power supply was found to be burnt, which affected the cpu and keypad. There was no reported patient involvement and no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.